Event description:
According to the reporter, during a gastroplasty procedure, during the firing process, the surgeon identified that the stapler was not able to fire the load until the end of it and that the staple line was incomplete at the proximal part. A new device was used to complete the staple line. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, the surgeon noticed that the staple line was incomplete at the proximal part. A new device was used to complete the staple line. No injury.